Event description:
A complaint was received regarding 12 in (30 cm) appx 1.6 ml, ext set w/3-gang nanoclave¿ stopcock w/nanoclave¿, spin luer that experienced breakage resulting in interruption of treatment. Patient impact was not reported. It was reported that the plastic piece broke with normal use. They stopped the infusion of life saving medication.

Manufacturer narrative:
The device has been received for evaluation. The investigation is pending completion.

Manufacturer narrative:
Received one (1) used ac315 ext set for inspection. The collar of the male luer was broken and separated from the set. No crazing, environmental stress marks, or molding anomalies were observed. The reported complaint can be confirmed. The probable cause is unknown. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint.